Event description:
It was reported a peripherally inserted central catheter (PICC) was successfully placed for antibiotic treatment. It was noted approximately 4 days post placement that the catheter was fractured. The catheter was successfully removed via the proximal end. Another PICC was placed for continuation of treatment. The patient's condition is good. This device is currently being evaluated by this manufacturer. As a lot number was not provided a device history search could not be performed. User technique during access and/or patient anatomy may have contributed to this event. However, co is unable to determine the relationship between the device and the cause for this event. Directions for use outline appropriate placement, access and maintenance procedures.